Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 11/25/2020. Investigation summary: a dual applicator was returned but the spray and drip tip had been cut off at the wiring (lot #2451938). The gray luer nuts were damaged. It appears a tool was used to try to remove the luer nuts. I was able to physically remove the spray and drip tip from the adapter with no issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA 10/16/20. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Note. Please make sure you are utilizing the shipping materials provided by us. If a return kit is needed, please inform us and we will send a kit immediately. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lap roux-en-y procedure on (B)(6) 2020 and fibrin sealant preparation device was used. The surgical team was unable to disconnect the open fibrin sealant preparation device to attach the laparoscopic sprayer. They could not loosen the gray luer nuts. No adverse patient consequences were reported. Additional information was requested